Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead was displaying high bipolar impedance and was unable to pace in bipolar configuration. The lead was removed from the implantable cardioverter defibrillator (ICD)header and cleaned. The lead was placed back into the header with no noted issues. It was felt there was a possible loose set screw in the ICD. Both the lead and the ICD remain in use. No patient complications have been reported as a result of this event.